Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, iol was stuck inside of wagon wheel when the iol was being inserted. There was patient contact. Additional information has been requested. There are three medical device reports associated with this report. This is 1 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.